Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong catheter. The received sample comprised a fragment of catheter (approximately 2cm in length) overlaying a proximal connector segment and an unattached distal connector segment. Usage residues were observed on the catheter. Two partially circumferential splits were observed between the connector cannula and the distal end of the sample. Multiple parallel superficial cracks were observed in the vicinity of the splits. The catheter exhibited curved shape memory in the vicinity of the splits. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the splits. Microscopic inspection of the distal end of the catheter revealed striations typical of a sharp instrument cut. Microscopic inspection of the spits and cracks revealed rounded edges. The depth markings were worn in the vicinity of the damage. The surface of the catheter appeared dull and abraded in the damage area. Inspection of the opposite side of the catheter revealed material abrasion. Material that appeared consistent with the ink used for depth marking printing was observed lateral to the damaged region. Inspection of the distal connector segment revealed abundant mechanical damage. The abundant parallel cracking/splitting, dull surface appearance, depth marking depletion, curved shape memory and tensile weakness were suggestive of some type of material degradation. The location suggested that some substance, possibly used for site maintenance, may have become trapped beneath the clear connector over-sleeve and degraded the catheter material. An inquiry has been placed with bard (B)(4) to try to identify potential sources of such degradation in use at the complaint facility. A lot history review (lhr) of reax0866 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak was spotted a little distal from the connector, the connector fragment around the leak was cut off and the remaining catheter was reconnected to a new connector. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0866 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak was spotted a little distal from the connector, the connector fragment around the leak was cut off and the remaining catheter was reconnected to a new connector. No injury to the patient was reported.